Event description:
Additional information received reported that when the patient went to their clinic, the logs were read, and there was a motor stall. It restarted and then stalled again. The times of the stalls correlated with the patient's withdrawal symptoms. There was also underdose symptoms noted. It was noted that the patient did not have a magnetic resonance imaging (MRI) study. The pump was turned to minimal flow rate, and the patient was treated with oral opioids. The pump was prophylactically explanted and replaced to avoid in-vivo battery depletion. The patient recovered without sequela. Of note, the patient log showed the elective replacement indicator (eri) was 2 months.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a pump motor gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Event description:
It was reported there was a motor stall and the patient experienced withdrawal symptoms. The patient had called his healthcare provider indicating he had heard his pump alarm 2 days before and then started having withdrawal symptoms. His pump elective replacement indicator (eri) was 3 months. The patient was programmed to a minimum flow rate on (B)(6) 2013, placed on orals and is to have the pump replacement surgery on (B)(6) 2013. The medications being delivered were morphine and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.